Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing higher rates during exercise. The shock induced the patient into ventricular fibrillation (vf) and she became syncopal. The s-ICD delivered another shock, which converted the vf to sinus rhythm. The patient went to the hospital and was released home and is doing well. While at the hospital, the therapy zones in the device were reprogrammed to higher rate cut-offs. The patient will later undergo a treadmill test. The device is currently programmed to primary vector, but the clinic will test in secondary at higher rates since there was slight morphology changes during the incident. No further issues have been reported.